Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with returned device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. Clavicular crush damage was noted at 21.1 cm to 21.5 cm from tyje connector pin.

Event description:
This reported is to advise of an event observed during analysis.